Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath product type catheter section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving baclofen (at an unknown dosage and concentration) via an implantable infusion pump for non-malignant pain. The patient inquired about other drugs that can relieve muscle spasms besides baclofen. The patient reported they have had nerve pain for a number of years, and their healthcare provider (hcp) has tried some different pain medicine in their infusion pump like a mixture drug but those had no effect. The patient mentioned they had baclofen in their pump and it worked perfectly fine for the first 15 years after their spinal cord injury. They reported the baclofen no longer had any effect on their nervous system anymore. The pump had been checked out. They had it increased several times but it did not work and had no effect- something the patient has been living with for two years. The patient mentioned they spoke with multiple doctors about relieving the muscle spasms and they stated nothing can be done, and that nobody can return their nervous system back before they experienced this stuff. The patient spoke to their hcp because they were under the impression that their pump catheter was disconnected. They were informed by their hcp that they would have gone into withdrawal on the operating table. The patient expressed frustration. The patient was redirected to the hcp to further address their pain and drug related questions.